Manufacturer narrative:
Date of birth: unknown, not provided. Sex/gender: unknown, not provided. Serial #: unknown/not provided. Expiration date: unknown since serial number was not provided. UDI #: unknown since serial number was not provided. Unknown if the lens was implanted. Concomitant medical products: competitor cartridge and injector. (B)(6). Manufacturing date: unknown since serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. The device was not returned for analysis. The serial number is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Event description:
It was reported that during implantation, the intraocular lens (model zct225 + 22.0 diopter) felt ¿tight¿ going through his regular 2.2mm incision in the patient's eye. Reportedly, the wound was enlarged to 2.6mm but it was noted that the lens still felt ¿tight¿ moving through the wound. It was also reported that as the lens was advanced through the corneal incision, rather than moving posteriorly and into the capsular bag, it headed upwards into the sub-descements plane resulting in a corneal abrasion as the lens moved past the posterior corneal surface. Subsequently, the surgeon noted that this resulted in significant visual changes to the patient post operatively. The surgeon commented that the lens was loaded correctly by the theatre staff, and the lens was folded in the correct orientation. The account also commented that they used a non johnson & johnson cartridge and injector (non-approved and non-validated delivery system). No further information was provided.